Event description:
Event description guidant received information that one day after the implant procedure, non-capture and high threshold measurements were noted from this ventricular lead. The r-wave could not be measured. It was determined that the lead had dislodged. During the revision procedure, several attempts were made to reposition the lead with unsuccessful numbers. The lead was explanted and replace with another manufactures' lead. Additionally, the lead's insulation was knicked upon attempting to gain access with the needle.